Event description:
It was reported that the device displayed it was "disconnected" with an error code 353.7200.5. When clinician attempted to reconnect it, the module shut off as well as the "equipment it was attached to". The module was switched out by the clinician. There was patient involvement however no reported patient harm.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service. Correction: unique device identifier (UDI)# added pi to the unique device identifier (UDI)# field. Annex b: b21 annex c: c21 annex d: d16 additional information: device eval by manufacturer? Manufacturer narrative. Annex a: a0401, a040507, a040601 annex g: g02017, g04061 annex b: b01, b14 annex c: c070606, c07, c23. Annex d: d15, d11, d02. Investigation summary: the reported complaint of the device displayed as channel disconnect/shut down in addition to error code 353.7200 5, is being attributed to the faulty linear sensor and the syringe module requiring calibration. The corrosion found inside the drive train assembly and the damage found on the isolation ribs are another possible contributing factor of the reported issue during the external inspection the device was observed with obvious plastic embrittlement and chip damage in the bottom corner and in the front case. The right (male) iui (inter-unit-interface) presented obvious impact damage on the isolation ribs. ¿ the internal inspection showed signs of fluid ingress and contamination of an unknown solution observed inside the drive tram assembly ¿ although logs from the pcu were not provided, a log summary was performed using the provided syringe module device logs. The syringe module event log contains limited information about the programming of the device and does not contain drug information. ¿ a review of the last programmed infusion was performed. ¿ the log analysis begins on august 4, 2024, at 1.20 am, when the syringe module was powered on for first time the day of the reported event ¿ at 1.20 am syringe module was powered on, and channel a was assigned ¿ at 4'25 pm syringe module was powered on again, the unit was deselected and powered on one more time. ¿ at 4:58 pm syringe module was powered on, and unit was deselected. ¿ at 5:00 pm syringe module was powered on, and unit was deselected. ¿ at 5'21 pm syringe module was powered one for last time this day and the unit was deselected ¿ on 4 august 2024, the syringe module was powered on 5 times without any channel off records. No infusions were recorded that day. A review of the error logs did not observe any errors on 4 august 2024. ¿ during the review of error logs, error codes 3 53 7200.5 were observed, with the last entry on 2 august 2024. These errors are log only error codes that do not interrupt active infusions. ¿ the alans directions for use (dfu) version 12.1.3, states that it is recommended that during the cleaning process to not allow the cleaner to collect on the instrument and to not use an oversaturated cloth. Be sure to squeeze out excess liquid. ¿ the dfu also states that regular inspection for damage is required before usage and that failure to perform can result in improper instrument operation. ¿ bd alaris¿ system iui inspection tip sheet states inspection of iui connectors is required damaged iui connectors can result in incorrect device operation use of a damaged device can result in patient harm. ¿ channel disconnected bd alaris¿ system tip sheet states before each use, check for iul surface contaminants or damage which can disrupt communication between the devices. Do not use a device with any cracks, surface contaminants or damage on the iul connectors. ¿ (mms-20-3810 bd alaris system) bd issued a voluntary recall in june of 2020 to address specific cleaning practices as it relates to the bd alaris system which contain the following notifications related to cleaning. ¿ best practices for cleaning bd alaris¿ system devices. ¿ bd alaris¿ system cleaning audit. ¿ bd alaris¿ system cleaning checklist. ¿ bd alaris¿ system iui inspection quick reference. ¿ bd alaris¿ system with guardrails¿ suite mx user manual addendum jul2020. ¿ the device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the probable cause of the report that the device displayed as channel disconnct/shut down and in addition the error code 353.7200.5, is being attributed to the faulty linear sensor and the syringe module requiring calibration the corrosion found inside the drive train assembly and the damage found on the isolation ribs are another possible contributing factor of the reported issue. Note that imdrf annex a040507, a040601, c070606, c23, d02, d11, g04061 codes not associated with the root cause but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.

Event description:
It was reported that the device displayed it was "disconnected" with an error code 353.7200.5. When clinician attempted to reconnect it, the module shut off as well as the "equipment it was attached to". The module was switched out by the clinician. There was patient involvement however no reported patient harm.